Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump alerted him to replace the battery after putting a new one 2 hours before. The customer was not doing anything when they received the alert. The customer stated that the battery was not previously used. The customer informed that the battery cap was not loose, cracked or damaged. The customer informed that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that they might continue to wear the insulin pump until the replacement arrives if they insert a new battery. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.